Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable investigation result of clip premature deployment at an unknown location. Block h10: investigation results: the returned resolution 360 ultra clip device was analyzed, and a visual evaluation noted that the device was returned with the clip assembly and with evidence of soft deployment. No other problems with the device were noted. The reported event of clip failure to open was confirmed. The device was returned with the clip assembly and with evidence of soft deployment. This might occur due to operational factors during the procedure, such as the physician's technique during the deployment of the clip, the scope position or angle, or detachment of the capsule due to hitting a surface. Taking all available information into consideration, the most probable cause of this complaint is adverse event related to procedure because the adverse event occurred during the procedure and the device had no influence on the event.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip was used for a bleeding during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2024. The anatomical location is unknown. During the procedure, the clip would not open once it was fed down scope. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation finding of clip premature deployment at an unknown location. Please see block h10 for full investigation details.